Event description:
Patient had brain tumor removed on 11/15/96. Dura-guard was used as a closure patch. In december, patient developed an infection and was treated with antibiotics. On 1/2/97, the patch was explanted. The pt demonstrated no secondary complications. The hospital was to perform a microbiological evaluation of the explant and was to send co a sample for testing.